Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -9.5/3.5/107 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to a lens tear/break during loading/injection into the eye. The problem was resolved. Cause of the event is unknown. Reportedly, "the lens was broken during implantation, and the patient was reluctant to undergo a second operation."

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim#: (B)(4).